Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris sure scan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date on (B)(6) 2024 : the country of the event is jp h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that impedance measurement after connection with the ins showed a result of electrode number 0 of 40,000 ohms. Regarding factors that may have caused the event, it is possible that pressure was applied to the lead when the ins was placed in the pocket after the lead and ins were connected. The measurement before insertion into the pocket showed a value within the normal range, however, more than 40,000 ohms was displayed after insertion into the pocket. For diagnostics/troubleshooting they re-measured whether the high impedance was caused by the leads or the ins by switching the inserts 0-7/8-15. At first, more than 40,000ohms was detected at number 0, but after switching, it was identified as a problem with the lead electrode because it was detected at number 8. It was confirmed through multiple impedance checks that the impedances of electrodes number 0 al one were high and the other electrodes were less than 1,000 o, so the lead was not replaced and the implantation was decided. The issue was not resolved at the time of the report. No health damage was reported.